Event description:
During a laparoscopic cholecystectomy procedure, the device was delivering 2-3 clips at a time. The procedure was completed with another like device. There was no patient consequence.